Event description:
Report received of a patient death while the device was connected to the patient but not turned on. The patient was reported to be "groggy" in the recovery room after an unspecified orthopedic procedure. The patient was ordered to receive pain management therapy post-operatively. The pca pump was programmed and connected to the patient, but was reportedly not turned on because the patient was "too groggy". The patient was transferred to a regular floor and was "found serveral hours later unresponsive". The patient was "coded and transferred to ICU where they got a heart rate back, but the patient died several hours later". According to the customer contact, the nursing staff had documented that the device was never turned on when it was set-up and connected to the patient. There was no further documentation on the device status after this. The customer did not know how much medication was in the syringe at the time of the reported event. Documentation of the patient's arrest did not mention if the pump was off or on. No serial number was recorded; therefore, the pump will not be returned for testing. The customer felt the device was not even turned on and therefore had no impact on the event. Though requested, there was no further information available.